Event description:
It was reported in an article in neuroimaging that the patient underwent mechanical thrombectomy using the subject retrieval device to treat a middle cerebral artery occlusion. The patient suffered an intracerebral hemorrhage on the third day post-procedure and died. The patient underwent the procedure between (B)(6) 2010 and (B)(6)2011. The exact date of the procedure and death are unknown.

Manufacturer narrative:
(B)(4). PMA/510(k)# - k120961/ k122478. The device is not available to the manufacturer.

Event description:
It was reported in an article in neuroimaging that the patient underwent mechanical thrombectomy using the subject retrieval device to treat a middle cerebral artery occlusion. The patient suffered an intracerebral hemorrhage on the third day post-procedure and died. The patient underwent the procedure between (B)(6) 2010 and (B)(6) 2011. The exact date of the procedure and death are unknown.

Manufacturer narrative:
Conclusion: for anticipated procedural and patient complications. The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Hemorrhage and death are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural and patient complication.